Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6 the reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2: foreign: japan h3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was retained by the patient. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an elbow ligament repair surgery approximately four (4) years and seven (7) months ago. Subsequently, approximately one (1) month ago it was determined that the part of the inserter fractured off the device during the surgery and was retained by the patient. Currently there is no scheduled revision surgery to remove the piece that was retained by the patient as the patient is not experiencing any clinical symptoms from the retained piece. Attempt has been made to obtain additional information. No additional information has been received at this time.